Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient experienced a non-union with the application of dbmx-press.